Event description:
The line burst during normal saline flush per standard protocol. Line was clamped and service notified. The line was replaced the next day. Manufacturer response for hickman catheter, (B)(6) 10fr dual lumen w/cuff (per site reporter). Working with local rep, company rep and contract manager.